Manufacturer narrative:
This report is for an unknown recon plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Exact date unknown; reported as 4-6 months prior to explant date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent a hardware removal due to a nonunion of the distal tibia and a low grade infection on (B)(6) 2015. Patient was implanted with medial distal tibia plate, 14-hole, a recon plate, and fourteen (14) screws approximately four to six (4-6) months ago (exact date unknown). There were no visible signs of infection. It is unknown if there was a course of action to treat the infection prior to removing the implants and it is unknown if the patient will be revised post infection. The devices were not broken upon removal. Devices were removed easily without additional medical intervention. The procedure was completed successfully and the patient status outcome is reported as good. Devices are not available for return. This report is for an unknown recon plate. This is report 2 of 3 for (B)(4).